Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the event was caused by the use of a high-frequency instrument without sufficient distance from the tip. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection and chapter 4 operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited a burnt distal end cap. There was no patient involvement.